Event description:
The end user's husband stated his wife is using the mattress and has developed bed sores on right side by her kidney area. The end user has had this unit since (B)(6) 2014. He did state she had a previous bed sore before using this unit while using a non invacare eggcrate type of mattress. The end user has alzheimer and cannot reposition herself for relief. He stated he didn't receive an owner's manual or instruction on proper setting of the pressure.